Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The results of the reproduction of the customer indicated are as follows. It was determined that the device did not meet the specifications. Image failure (indicated by the customer was not reproduced in the inspection by the repair department.). New findings during the inspection by the repair department are as follows: scope mount corrosion. Cable twisting. Image axial misalignment. A definitive root cause cannot be identified. A device history review was not performed. The manufacturing date of the actual device is december 29, 2005, which is 15 years beyond DHR storage period. Therefore, the DHR cannot be verified. The instruction manual was checked. The risks/harms reported were listed in the IFU. It could not be inferred from the present investigation results whether the IFU/label was used in accordance with the label. The cause of the outbreak could not be determined, so a decision could not be made as to whether the IFU/label needed to be revised. This issue is addressed in the instructions for use (IFU): usage (warning): if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, stop using the endoscope immediately and slowly pull it out from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the image was poor when using the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus, the image was poor when using the subject device. There were no reports of patient harm associated with this event.